Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Date and findings of mesh excision? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced vaginal mesh erosion. A few fibers were recovered. Additional information has been requested